Event description:
It was reported that the patient presented to the hospital after feeling dizzy. The lead exhibited low impedance. During explant the physician noted an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.